Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn. The coating for electric insulation of the probe was partially missing. The device history record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad and the coating for electric insulation of the probe were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During laparoscopic distal pancreatectomy and adrenalectomy, two tb-0535fcxs ware used. In the procedure, the tissue pad of the first tb-0535fcx was worn and broken. The user replaced it with second tb-0535fcx. The intended procedure was continued with second tb-0535fcx. The second tb-0535fcx was broken. The intended procedure was completed with another device. There was no patient injury reported. On june 17, 2019, olympus medical systems corp. (Omsc) found that the coating for electric insulation of the probe was partially missing, and the tissue pad was severely worn for the second tb-0535fcx. This is the report regarding the missing of the probe coating for electric insulation and the severely worn tissue pad of the second tb-0535fcx.